Event description:
Customer called and stated, she was lying on the pad and it was under her arm when she felt a burn from the cord. She left the room and when she came back the cord caught fire. Customer does not know what model it was, as she threw the pad away a couple weeks ago.

Manufacturer narrative:
Our past investigations on complaints similar to this has shown us that it would appear to have had a cord cut near the strain relief. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. Normally this is caused by customer misuse. Despite providing a pre-paid return svc label, the prod in question has not been returned as of the date of this report.